Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was needed to relocate due to water leakage from ceiling. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station need to move due to water leak from ceiling. A field service engineer (fse) confirmed that the plan had changed from moving the equipment, to inspecting and verifying that the equipment was working properly. The pharmacy tech cleaned the equipment while the fse removed all rear panels and performed the inspection. The fse also confirmed that the water damage was present on the auxiliary 2 drawer 2 row board a. So, the fse replaced the legacy full height (lfh) row board. Then cleared the duplicate address errors. Then tested again and it was working properly. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was needed to relocate due to water leakage from ceiling. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.